Event description:
It was reported that during a stent procedure, the stent delivery system (sds) was advanced to the lesion and the balloon was inflated. It was noted on the monitor that the stent was missing and a dissection had occurred. The dissection was treated with another stent. The missing stent was located outside the patient's body.